Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to tip of the screw came out crooked and not straight. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Visual inspection of the lead confirmed helix housing being clogged with dried blood or body fluid. Susceptibility of active helix fixation tips becoming clogged with coagulated blood or body fluid is a known risk.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to tip of the screw came out crooked and not straight. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.